Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd scalp vacutainer® safety-lok¿ there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
No samples were returned in support of this complaint. One photograph was returned and was analyzed. However, the photo does not have a good definition and it was not possible to verify the exactly site where the leakage occurred, whether it was at the tube-hub junction, whether it was at the hub junction with the polyfix or if the hub cracked. It was also not possible to obtain information on the use of chemotherapy with the product, since it is known that some chemotherapeutics can react with abs, a component that is used in the formation of scalp's hub. Based on the investigation results to date the root cause was not determinate for this complaint. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd scalp vacutainer safety-lok there was an issue with leakage. There was no report of injury or further medical intervention.